Event description:
This case was initially received via regulatory authority (B)(6) on 23-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex"), weight increased ("weight increase") and adverse event ("nonspecific symptoms for 5 years"). The patient was treated with surgery (fallopian tubes and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia, weight increased and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event, dyspareunia and weight increased to be related to essure. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-1813) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Reporter denied patient's concurrent conditions. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex fo 5 years"), weight increased ("weight increase"), adverse event ("nonspecific symptoms for 5 years"), swelling ("swelling") and skin disorder ("skin changes"). The patient was treated with surgery (fallopian tubes and essure removal). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, dyspareunia, weight increased, adverse event, swelling and skin disorder outcome was unknown. The reporter considered abdominal pain lower, adverse event, dyspareunia, skin disorder, swelling and weight increased to be related to essure. The reporter commented: essure removal occurred at the patient's request due to the events abdominal pain, weight increase, swelling, skin changes and pain during sex for 5 years. Follow up 6 or more months following essure removal is not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2018: the essure device removal questionnaire and samples were received. Patient details and relevant medical history (g6p4) were provided. Essure insertion date is (B)(6)2012, lot number is not available. Essure removal occurred at the patient's request due to the events abdominal pain, weight increase, swelling, skin changes and pain during sex for 5 years. Follow up 6 or more months following essure removal is not available. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 23-aug-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Reporter denied patient's concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex fo 5 years"), swelling ("swelling") and skin disorder ("skin changes"), was found to have weight increased ("weight increase") and experienced adverse event ("nonspecific symptoms for 5 years"), lasting 5 years. The patient was treated with surgery (fallopian tubes and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia, weight increased, adverse event, swelling and skin disorder outcome was unknown. The reporter considered abdominal pain lower, adverse event, dyspareunia, skin disorder, swelling and weight increased to be related to essure. The reporter commented: essure removal occurred at the patient's request due to the events abdominal pain, weight increase, swelling, skin changes and pain during sex for 5 years. Follow up 6 or more months following essure removal is not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex"), weight increased ("weight increase") and adverse event ("nonspecific symptoms for 5 years"). The patient was treated with surgery (fallopian tubes and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia, weight increased and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event, dyspareunia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.